Manufacturer narrative:
(B)(6). Strips not available for return.

Event description:
Caller reported blood glucose results of 131 mg/dl on inform system 1 and hi, which on the system indicates a result in excess of 600 mg/dl, on inform system 2 within 10 minutes. Reported no adverse event relative. Strips not available for return, replacement sent.